Event description:
The patient has a severe ischemic cardiomyopathy with an lv apical aneurysm. Over 4 years ago she underwent implant of a dual chamber ICD for primary prevention of sudden cardiac death. Since then, she has received appropriate therapies from her device. She has been receiving routine follow-up for her ICD, and about 2 years ago it was noted that her atrial lead impedance was >2000 ohms, consistent with a conductor coil fracture. The lead stopped functioning completely (pace/sense) over the subsequent several months. Due to the fact that she was not bradycardic, the atrial lead was not revised. However, over the past 4 months she has become progressively bradycardic. She therefore came for placement of a new atrial lead, and capping of the non-functioning atrial lead. At the time of surgery, there was no visible defect of the atrial lead in the pocket or under x-ray. The lead was capped, and a new right atrial pace/sense lead was placed.====================== manufacturer response for lead, st. Jude 1688tc 46cm======================